Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. Upon evaluation, there was extensive damage on the computer/analog (ca) board. The cause of the damage was high voltage energy from the defibrillator board directed to low voltage circuitry on the ca board. Due to the extent of the damage, the root cause of the high voltage energy directed to the ca board cannot be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms) has been confirmed. Upon investigation the electrode belt does not communicate with a monitor. The cause for the failure was isolated to thermal damage affecting the u713 and l702 components on the distribution node pca. The root cause for the thermal damage could not be positively identified. No adverse events resulted from the defective monitor or electrode belt.

Event description:
A us distributor returned a patient's monitor and reported the monitor would not power on. The distributor also returned a patient's electrode belt and reported that the patient was receiving arrhythmia alarms.